Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) units screen is with tremors.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine test, the cs100 intra-aortic balloon pump (iabp) units screen is with tremors. There was no harm to the patient reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the screen issue, the fse removed the bad contact on the internal plates and replaced the drive manifold to correct the low vacuum alarm issue , and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.